Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 198 mg/dl at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
In this report the correct information has been provided. Correct boxes have been checked.

Manufacturer narrative:
Findings: intermittent button response due to corroded keypad traces. No unexpected numbers scrolling during testing. Cracked lcd window, cracked case near lcd window corners, scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address and serial number label and missing end cap sticker.